Manufacturer narrative:
(B)(4). Medtronic was not authorized to conduct the repair. The evaluation and repair will be completed by a non-medtronic service provider. The reported complaint could not be confirmed.

Event description:
It was reported that the ventilator shut down. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4). The non-medtronic service provider evaluated the ventilator and the customer reported condition was confirmed. The connections were reconnected and the alternating current switch was restarted; the ventilator passed self tests and the ventilator was returned in working condition.